Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered shocks possibly due to an atrial driven rhythm. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.